Event description:
It was reported that during follow-up in clinic, patient presented with high ventricular rate episodes due to noise on the right ventricular lead. No other electrical anomalies were noted. Patient was asymptomatic and was referred to an electrophysiologist who noted a fracture on the lead. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure with no complications.